Event description:
As reported, (B)(6) 2012, a pt of unk age and gender presented for an unspecified procedure. During the procedure, the attending physician noticed the catheter was dissolving. When the physician removed the catheter from the pt, it was noted a piece remained inside the pt. There is no report of permanent harm or injury to the pt. The device has been returned to the MFR for the eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use lists the following precaution: ¿do not use this catheter with alcohol. Do not use this catheter as a delivery system for nutritional supplements.¿ the reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a follow up medwatch. (B)(4).